Manufacturer narrative:
Follow-up #1: date of submission 03/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/21/2014 with the following findings: during investigation, the pump powered to the "verify" screen in accordance with normal operation. A review of the pump¿s black box history showed two unexplainable pump reboots on 11/25/2013. A crack was observed in the battery compartment below the grip pad. There was no evidence of moisture contamination found inside the battery compartment. The battery cap was not returned with the pump. A test cap was used for testing and was able to fully tighten to the pump. A power loss was not observed. During testing, the pump was exercised for 24 hours with no power loss or battery related warnings observed. The pump case was removed and no evidence of moisture contamination or loose components were found inside the pump. The issue of intermittent power was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump had an intermittent loss of power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.